Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to pain at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation identified no damages or signs of malfunction that would contribute to the event. Slight damage identified from the removal process. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. The reported device had been placed on tooth #9 for approximately 5 year. Complainant reported that the implant was removed due to pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.